Event description:
It was reported that the compressor was going on and off on standby while performing pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional and safety testing was completed. The returned standby valve was installed in a reference compressor and connected to a reference ventilator, but no wall air was connected. The compressor started to deliver air but went into standby mode when the pressure was raised, and started again when the pressure was low. The standby valve should put the compressor in standby mode only when wall air is connected. No device logs have been received from the connected ventilator. The root cause as to why the standby valve has failed has not been determined.

Event description:
(B)(4)